Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Health professional reported a right side deflation. Device has been explanted.

Event description:
Health professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, broken of plug strap and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one opening crease smooth/sharp, broken sharp of plug strap and partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening. One opening crease sharp assessed as fold flaw opening. Broken sharp of plug strap assessed as unidentified (tear) opening. Partial delamination of plug strap disk shell due to adhesive failure.